Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the force bipolar instrument to perform failure analysis (fa). Fa was able to confirm/reproduce the reported complaint. The instrument was found to have a broken conductor wire inside the yaw pulley (between the wire crimp on the grip and the silicone potting, which seals the wire entrance to the yaw pulley). The instrument failed the electrical continuity test, confirming a complete break in the wire. No thermal damage was found on the instrument. The probable root cause is attributed to grip dislodgement. When the instrument is moved by the surgeon in a grasp/pull/pitch motion, its grip can become dislocated. Grip dislodgement may pull the conductor wire out of the routing groove.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.

Event description:
It was reported that the force bipolar instrument had a broken cautery wire. There was no report of patient involvement or patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the cautery wire was broken. The reporter does not believe the internal wire was exposed. There were no other silver cables broken or frayed. There was loss of cautery associated with the damaged cable. There was no thermal damage nor arcing. The reporter is not aware of the instrument colliding with any instrument or tool during the procedure. There were no problems removing the instrument with the cannula. There was no injury to the patient. The patient has not returned to the hospital due that there was no arcing. There are no photos or videos available to review. Patient demographic information was not provided.